Manufacturer narrative:
.

Event description:
Additional information was requested regarding event onset date, device information, troubleshooting/diagnostics performed, and the cause of the event. A supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration and dose unknown) via an implantable infusion pump. The patient stated that the pump was "reversed and was sucking her spinal fluid out." The pump was removed in 2005 so the patient could walk again. The patient stated that the event occurred in 1996; however, the patient did not have a pump at this time and therefore the actual event date is unknown. The patient found her current doctor and the event was resolved.